Event description:
A draeger service technician was requested to perform an on-site device check. At the hospital, the technician learned, by the way, that the device was involved in an adverse event. It was reported: a patient was ventilated with a savina and his state of health was getting worse. The patient was transferred to another hospital, and after a short time, he/she died. In the medical report, the user mentioned that the savina was improperly working.

Manufacturer narrative:
As reported, the service engineer identified the fact that the membrane of the expiration valve was missing, and the device posted an alarm. The membrane was found under the trolley. The expirations valve and its membrane are part of the patient system which has to be disassembled and cleaned after each use on a patient. The steps of dis-assembling, cleaning (sterilization) and re-assembling of the patient system are described in the instruction for use (IFU) of the device (see chapter preparation). Savina's IFU requests and describes how to perform "check readiness for operation" before each use. In case of a missing membrane of the expiration valve, this check will fail and the user will be alerted to this. The savina was tested on-site according to preventative maintenance service (pms) and was found working within specification after correct assembly of the membrane in the expiration valve. The only cause for the reported problem was the missing membrane. This is concluded as an user error.